Event description:
It was reported that while the external pulse generator (epg) was connected to a patient the battery was replaced, however the epg was not backed up and shut down. The epg was returned to the manufacturer for servicing. The patient had an intrinsic heartbeat and there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the epg was analyzed and passed functional testing. (B)(4).